Manufacturer narrative:
Due no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution. If relevant information becomes available to assist with evaluation, the complaint will certainly be revisited.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the healcoil anchor broke during surgery while screwing it in the bone. There was no significant delay reported, and the procedure was completed using a backup anchor. No patient injury or complications were reported.